Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 355531, product type: screening device. (B)(4).

Event description:
Information received from a health care provider via a manufacturer representative reported that a paddle lead was replaced and once the new lead was connected to the implantable pulse generator, several contacts showed high impedance. The leads were cleaned, retested, and also connected to a multi-lead trialing cable and the same electrodes were out of range every time. The doctor asked for another paddle lead. The new lead was implanted and the impedance values were all within a normal range. It was noted that the lead was viewed as defective and was not implanted in the patient. The defective lead was discarded. The event occurred intra-operative. No patient symptoms were reported. The patient's indication for use was noted to be non-malignant pain. See manufacturer report number: 3004209178-2015-17687 for the report of the initial lead replacement event.